Event description:
Patient was revised to address dislocation. The head was depuy product; the liner was competitor product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer acetabular liner. Event: this was used in conjunction with depuy product in this patient.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds one other report of dislocation against the provided product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. It was initially reported and confirmed in medical record review the depuy femoral head was implanted with competitor acetabular components. Using such product for articulation does not align with the design intent of the depuy pinnacle acetabular system. This use of depuy devices is not recommended and is considered off label use. Review of provided patient x-rays confirm implant dislocation. Post-primary x-rays were not provided and primary positioning cannot be commented upon. The investigation cannot verify or identify any product contribution to the reported event with the information provided. The root cause is attributed to off label use. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.